Event description:
Ous MDR - after an implantation duration of approximately 3 months it was reported that the lead was replaced due to high right atrial thresholds.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection demonstrated approx 17.5 cm distal to the is-1 connector pin, in the region of the suture sleeve deformations of the outer and inner conductor coils. In this region the lead body was squeezed and the insulation was damaged. Based on the characteristics, it is reasonable to assume that these damages resulted from a tight suture. During the electrical analysis low impedances were measured due to these damages. Furthermore, cuts in the insulation were observed which occurred most likely during the explantation procedure. Blood penetrated the lead. During the mechanical inspection a stylet intended for use with the lead was inserted but could be advanced only 17.5 cm towards the tip of the lead. Thus the functional test of the helix fixation mechanism was not properly feasible. In the course of the analysis of the lead no irregularities were found that might have contributed to the issues mentioned in the complaint description. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.